Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was going through 1 or 2 batteries a day. Customer stated that the insulin pump had low battery alerts and shut off a couple times. The customer stated that the issue got really bad about a month ago and she was not currently wearing the device. Blood glucose value is unknown. Customer was unable to troubleshoot. She was advised that a replacement battery cap would be sent.